Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected; small marks were noted in the silicone housing around the proximal connector. (Possible needle holes) the valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, the valve leaked from the holes in the silicone housing around the proximal connector. (Possible needle holes). The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot cplcb4, conformed to the specifications when released to stock in 18th october 2013. The root cause of the marks around the proximal connector could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear and cuts resistance. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Subdural hematoma. Vp shunt revision- put in new codman valve- surgeon feels possibly the codman hakim programmable valve implanted on (B)(6) 2015 contributed to the problem and would like the valve to be analyzed to answer question below. Collection of subdural hematoma. Currently the valve device is in pathology department at hospital. (B)(6) 2015 per rep: the neurosurgeon would like the lab to test it for performance standards . Will he receive a data report on explanted valve?